Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level mentioned. The customer did not request further troubleshooting, and no follow-up action was deemed necessary by the technical support team.